Event description:
It was reported the distal tip of the screwdriver sheared off during surgery. All pieces were retrieved and discarded at the hospital.

Manufacturer narrative:
Review of the device history record indicates the instrument conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. An evaluation of the returned device found that the distal hexalobe tip had fractured and became separated from the instrument. The root cause is likely a result of the screwdriver input torque exceeded the design strength of the distal hexalobe tip. The instrument was used for treatment, no diagnosis.